Event description:
When the crna went to attach the IV syringe to administer meds prior to anesthesia, following wiping off the triple stop cock injection site and attaching the syringe, the plastic cover and blue rubber check valve fell out of the injection port.